Event description:
It was reported by service report that the siderails controls were not functioning on either siderail. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged siderail cable.